Event description:
The customer reported the system would not display a viewable fluoroscopic live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired a bent connector pin. The system operates as intended.